Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was above 23 mg/dl when paramedics came out. Customer other blood glucose value was 120 mg/dl when they feel asleep. Customer skipped lunch went to sleep woke up and passed out in the bathroom. The customer was treated with paramedics provided glucose. Customer was going to contact health care professional and call back to continue troubleshooting. The insulin pump will not be returned for analysis.